Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received an off no power alarm and got stuck in a loop. The customer's blood glucose was unknown at the time of incident. The customer stated that they did not received a low battery alert before the off no power alarm occurred. The customer was assisted with prime and rewind after clearing the off no power alarm. The insulin pump will not be returned for analysis.